Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An audiolink main unit including battery was returned with a burned usb port. No injury was reported.

Manufacturer narrative:
Conclusions: devices investigation confirmed the presence of oxidizied and burned socket contacts on the audiolink main unit. Based on the dried liquid residues observed on the device parts, it must be assumed that the device was exposed to an excessive amount of moisture i.e. Liquid and a short circuit occurred. However, further internal testing could not reproduce the observed level of damage, namely the scenario where these short circuits might lead to a critical temperature development could not be repeated. This is a final report.

Event description:
An audiolink main unit including battery was returned to service and repair with a burned usb port. The event occurred without the docking station. The user also stated that liquid was spilled on the device shortly before charging.